Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leaking reagent probe that was causing a puddle of liquid in the unicel dxc 600 pro synchron chemistry analyzer. There was no affect on patient results or operator exposure pertaining to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the valve, which resolved the issue.